Event description:
It was reported that during central processing, tip of force bipolar instrument was broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did confirmed the reported failure. Additional observations not reported by site were found during the fa: the instrument was found to have a bent grip, causing side to side to side misalignment of the grips. There was a 0.031 offset at the tips.